Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed dates from (B)(4) 2013. The pump was used after the original complaint date (B)(4) 2010 and all histories and black box data has been overwritten. The available black box and alarm history showed no errors or alarms related to the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within the required specifications. The complaint was unable to be duplicated due to the pump information for the complaint date has been overwritten.

Manufacturer narrative:
The pt's physician reported that the pump was removed during hospitalization until further assessment of the blood glucose excursion could be made and additional training for the family member could be provided. Initial training was completed on (B)(6) 2010. It was reported that the family member who managed the pt's diabetes care had difficulty comprehending blood glucose management and pump functionality. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt was hospitalized for elevated blood glucose levels and dka.